Event description:
Svn: (B)(6) 1. Start date of the sensor: 2023/07/01. 2. Start hour of the sensor: 3. Sensor start missing reason: 4. Location of sensor insertion: stomach 5. Date of sensor alert: 2023/07/02. 6. Hour of sensor alert: 7. Sensor alert missing reason: complaints text 07/02/2023. 06:48:05 erp_rfc_user related svn (B)(6) complaints text 07/02/2023 06:47:42 vegar21 acknowledged says that she will call back if she loses communication. Complaints text 07/02/2023 06:46:51 vegar21 customer concern: cust worked with tech and cant get passed bolus wizard. (B)(4): sg vs. Bg guardian sensor 3/guardian 4 sensor document system model number: 770g document transmitter model: mmt-7911 explain that we would like to gather information regarding the sg vs bg event and provide recommendations based on what is discussed. Advise customer it is best to focus more on trends (direction and speed of sg readings) and less on individual glucose numbers. Advise customer sensor glucose readings will rarely match bg meter readings because of how glucose travels through the body. Advise customer larger differences should be expected after meals, insulin bolus, or when rise/fall arrows are present on the pump screen. Advise customer the higher the bg value, the greater the potential for a difference between sg vs bg. Advise customer on average sg vs bg differences should remain under 20% over the life of the sensor. Was insulin delivery suspended due to sg vs bg difference?: no document sg value from reported event: 172.00 mg/dl document bg value from reported event:142.00 document the difference in value between sg and bg:30.00 is difference between sg and bg within the target range?: no does customer take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide)?: no review customer's account. Is this customer's 2nd call on the same sensor and/or if they have called more than once regarding sg vs bg differences within the last 30 days?: no offer to review site selection, taping, insertion and calibrations. Would customer like to review any of these items?: no explain common contributing factors include non-optimal insertion, site location, taping, and timing of bg entries. Refer customer to IFU or additional online resources as applicable: yes is the difference occurring with the current sensor or a previously removed sensor?: current sensor advise customer to inspect sensor to determine if it is securely taped to skin or if it has moved. Document findings: sensor is securely taped to skin and has not moved. How long has the sensor been worn?: fewer than 4 days advise customer to wait at least one hour to calibrate and consider using alert silence feature during waiting period. Advise customer if bg values are stable (they have not eaten or delivered bolus) to calibrate. Otherwise, wait an additional hour before calibrating. Was there a high/low bg event related to the sg vs bg event?: no advise to monitor and change sensor if issue persists: yes is non-serialized product being replaced?: no is non-serialized product being returned?: no.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.